Event description:
On an unk date, the pt was treated for a ruptured descending thoracic aneurysm traumatic with a gore tag thoracic endoprosthesis. There were access complications with a tear of the external iliac artery that required reconstruction with a graft.

Manufacturer narrative:
This was originally reported in the journal of vascular surgery.